Manufacturer narrative:
Investigation summary: one sample was returned to sbdm, lot number is 1810224. Visual inspection of complaint sample: sbdm visually inspected the complaint sample and noticed fm in the barrel. Infrared spectrometry (ir) analysis: sbdm conducted ir analysis on the fm, results were the fm was found to be the same as raw material of barrel, polypropylene. House sample inspection: sbdm inspected 30pcs each from 3 lots (1810013, 1810224 and 1812062), no abnormality was observed. Device history record review: sbdm reviewed the manufacturing record for lot 1810224, no abnormality was observed. Customer complaint review: sbdm reviewed internal customer complaint record, there were similar issues from other customers. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for syringe manufacturing process workers and quality inspectors. 2. Sbdm will conduct intensive maintenance & cleaning for 50ml syringe barrel injection mold. 3. Sbdm will continue to monitor syringe manufacturing process to see if the same complaint case occurs again. Conclusion: 1 sample was returned to sbdm. From ir analysis, the fm is determined to be pp, same material as barrel. From investigation, the 50ml syringe barrel components are injected in the injection machine on high temperature (220~240). The likely cause is that pp (polypropylene, raw material of 50ml syringe barrel) carbide may be formed in the high temperature or gas emission line on the mold was blocked temporary and the gas formed carbide. Subsequently it was stuck into the complaint 50ml syringe barrel during injection process. Sbdm has in house CAPA-19-013 in place to monitor defect trend.

Event description:
It was reported that the syringe 50ml w/o experienced foreign matter contamination. The customer stated, ¿there is foreign material in the 50ml syringe ((B)(4)). The fluid in the syringe is ns.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is greater (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the syringe 50ml w/o experienced foreign matter contamination. The customer stated, ¿there is foreign material in the 50ml syringe (59008488). The fluid in the syringe is ns¿.